Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test and a compromised force sensor system error alarm at 4.0 lbs during prime/compromised force sensor system error test due to a protruded/loose drive support disk. The motor passed the motor test. The pump had a missing end cap sticker, a minor scratched lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that it kept pushing insulin out and she kept receiving a motor error alarm. Customer's blood glucose was 159 mg/dl at the time of the incident. Customer also received a compromised force sensor system alarm. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that she was unable to rewind the pump due to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.